Event description:
Case ended in pt death. Preoperatively, the surgeon performed an angioplasty on 7-mm of pt's right iliac. Angiogram indicated no evidence of vessel damage. The procedure started; the sheath insertion and graft deployment were uneventful. The physician deployed all attachment systems without issue. The final angiogram indicated no vessel damage and good graft positioning. The graft lay in an approx 45-degree oblique fashion. After shooting the final angio the angioscale and wire were removed. As the surgeon removed the sheath the pt's pressure bottomed. The surgeons managed to get control of the iliac. They went ahead and opened the belly to make sure there was no bleeding. The belly was dry. The pt was a thin built man and he was unable to handle the amount of blood loss. The iliac exhibited a one and one half centimeter tear located at the distal half of the external iliac. Physician believes that the tear may have originated during the dilation of the sheath; the angioplasty possibly weakened the artery wall, and the sheath expansion may have torn the weakened wall.